Event description:
The customer wants an in-service due to prolonged anesthesia. The customer does not want a service case open to pay for service. No pt injury reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative discussed options with customer and with applications personnel. The customer will call back when they have a purchase order number to proceed with service needs. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.